Event description:
A critical alarm was reported. Telemetry confirmed that a low battery reset had occurred. No pt symptoms were reported. The pump was used to deliver lioresal. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).